Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an superdimension enb procedure the patient had a pneumothorax. During initial registration, the check marks appeared on the opposite lung that they were registering, however, after they went back and re-registered, the system was correct. The patient was hospitalized 1 night.